Manufacturer narrative:
Pt age and weight: unk. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, and the lens would not unfold in the patient's eye. The lens was removed within the same surgery, with no apparent injury and another same model/diopter lens was implanted with no problem.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem): visual inspection of the returned product found one haptic torn. The lens was returned in liquid. (No failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).